Event description:
Medtronic received info that this oxygenator exhibited high pressure during a case. Further info has been requested.

Manufacturer narrative:
(B)(4). Eval: method: device history review is pending. Results: device history review is pending, and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Conclusion: based on the limited info available, no cause for this event could be determined. Once add'l info is provided, a supplemental report will be filed.